Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (charge profile fault, discharge profile fault) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000 and on j1002aa. : root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that the patient was receiving a service code 102.